Event description:
The manufacturer received information regarding thermal issue for device dreamstation auto CPAP. The manufacturer received information alleging tubing too hot to touch. At this time medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete